Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that customer had resolved the issue, but the customer insisted the field service technician (fst) to assess the station. So, the fst logged into hardware test application and updated the firmware. All drawers were opened to look for debris, and the back panel was removed, but no debris was found. The auxiliary cable that goes down to all of the drawers was checked, and a few marks were found where it could potentially rub through. Electrical tape was put around those areas to protect them. The customer logged in, inventoried the drawer, and confirmed the station was working fine. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.